Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2006 - erosion. E2330 - pain. E1310 - urinary tract infection. E211401 - organ perforation. E2327 - necrosis. E1906 - infection. E1405 - dyspareunia. E0123 - nerve damage. The following imdrf impact code capture the reportable event of: f1905 - mesh revision. F1202 - disability.

Event description:
Sometime after implantation, the patient experienced bladder, vagina, and back pain, hematuria, urinary frequency/urgency, and recurrent urinary tract infections. Diagnostic testing revealed an enterovesical-vaginal fistula and mesh erosion into the bladder, necessitating surgical intervention. On (B)(6) 2023, the patient underwent robotic sacrocolpopexy bladder mesh removal, robotic enterovaginal and vesicovaginal fistula repair, and bilateral ureteral stent placement. During the same procedure, she also underwent robotic exploration with lysis of adhesions, takedown of ilea vesicle fistula, small bowel resection with anastomosis, and pedicled omental flap with buttress repair of ileal vesicle fistula. Surgical findings revealed an inflammatory bowel mass adhered to the bladder. During dissection, the mesh was noted to be necrotic and infected. The mesh was peeled off of the sacral promontory and was traced to the bladder. With gentle traction on the mesh, the fistulous tract was excised with electrocautery and found to extend into the trigone. The bladder was dissected off the vagina, which was very adherent. Once the bladder was adequately dissected off the vagina, the tissue overlying the vaginal was closed. Following the dissection and excision of the mesh from the bladder and vagina and resection of a portion of the bladder with primary repair, a small bowel resection was performed. Additionally, side-to-side functional end-to-end anastomosis was made. Pathology report of the blader, fistula tract, showed urothelial mucosa with cystitis cystica et glandularis and papillary cystitis. Marked acute inflammation was present with calcifications and degenerative changes compatible with site of fistula tract. There was no evidence of malignancy identified. Portion of the fistula tract revealed fragments of fibrous and smooth muscle tissue with chronic inflammation. Fragments of granulation tissue of the mesh was found. Portion of ileum and fistula tract revealed segments of small intestines with fistula tract, serosal fibrous adhesion and acute and chronic serositis. Resection margins appeared viable. On (B)(6) 2023, the patient was discharged and prescribed post-surgery medications, and the foley catheter was to remain in place for two weeks. The patient continues to suffer from chronic pain as a result of the implanted device, the complications it caused, and the surgery required to remove the device and the organs it damaged. She claimed to have subsequently suffered and continues to suffer multiple, severe, and painful personal injuries, including but not limited to, mesh erosion, fistula formation, chronic pelvic, vaginal, and bladder pain, hematuria, chronic infections, scarring, and difficulty with daily activities. These conditions necessitated the surgical removal of the mesh and affected organs. A portion of the mesh remained in the patient, which carries life-long risks of complications and will likely need to be completely removed in the future. Additionally, she had had suffered from the following but are not limited to mesh contraction, infection inflammation, scar tissue, organ perforation, dyspareunia, urinary dysfunction, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, and chronic pelvic pain. As a result of these life-altering and, in some cases, permanent injuries, she had suffered severe emotional pain and injury, has and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries. Furthermore, she may have to undergo extensive medical treatment including, but not limited to, operations to locate and remove mesh, attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various area of the pelvis, spine, and vagina, and operations to remove portions of the female genitalia, should complications arise. She has also sustained and will continue to sustain in the future, the following damages as a result of the implantation: rehabilitation, loss of earning capacity, mental and emotional distress, disfigurement, pain, and suffering.